Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was revised due to loss of capture (loc) and low impedance measurements. No additional adverse patient effects were reported.